Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was case with a 23mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, although there was no issue during valve alignment, it was noticed that the valve was past the distal marker after fine valve alignment. During deployment, the balloon burst at the end of inflation, but the valve was successfully deployed. Following deployment, it was difficult to withdraw the delivery system through esheath+, but it could be removed as a single unit. The esheath distal tip was damaged, and a tear in the balloon was observed. As a result of this complication, the patient experienced a rupture of the femoral artery, and a vascular surgeon repaired the femoral artery. The patient was in stable condition. The perceived root cause of the balloon burst was that the valve was past the distal marker after alignment.

Manufacturer narrative:
Updated section h6 - type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: balloon radially burst. No missing balloon material. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Imagery was provided by the site, and the following was observed: crimped valve not centered between alignment markers (positioned too distal). Balloon burst upon valve deployment. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through sheath was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon burst formed an umbrella shape. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. The complaints for fine adjustment difficulty and the valve not between alignment markers and deployed were confirmed through evaluation of provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment". It is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. Per training manual, the user is instructed that "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". In this case, the user decided to deploy the valve even though the thv was not positioned between the alignment markers. As such, available information suggests that use error (over rotating of fine adjustment wheel, deployment of a valve positioned too distal on the inflation balloon) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.